Event description:
Additional information received reported an inflammatory reaction, pain, and discharge at the scar level following stimulator repositioning on (B)(6) 2015 for pain without infection. The event was assessed as non-serious, related to the device, and not related to the procedure.

Event description:
Additional information received reported an inflammatory reaction, pain, and discharge at the scar level following stimulator repositioning on (B)(6) 2015 for pain without infection. The event was assessed as non-serious, related to the device, and not related to the procedure.

Event description:
It was reported, the patient had pain with palpation of the stimulator site. The pain was assessed as being caused by the non-resorbable sutures. The device was repositioned and the electrode was repositioned. The patient was hospitalized for less than 24 hours. The event was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had pain and ¿scar flow¿ since the patient¿s stimulator was last repositioned which assessed as still being caused by the non-resorbable sutures. The patient was hospitalized for a day on (B)(6) 2015. The event was resolved.

Manufacturer narrative:
Product ID 3889, serial# unknown, implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, serial# unknown, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event started on (B)(6) 2014 and the event was not resolved but the patient exited the study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889. Lot# serial# unknown. Implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the sponsor assessed the event conservatively to be related to the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889 serial# unknown, implanted: (B)(6)2014 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was related to the procedure. No further complications were reported/anticipated.